Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this system was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to therapy upgrade/downgrade. Records at this time indicate no new products were implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4);this investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead exhibited high out of range shock impedance measurements during a device change out when connected to this patient's new implantable cardioverter defibrillator (ICD) and in triad configuration. The device and rv lead were reprogrammed to distal coil to can configuration resulting in shock impedance measurements within normal range. The lead and ICD remain in service. No adverse patient effects were reported.